Event description:
After the fixation into the acetabulum of the versafitcup cc trio size 58 it was not possible to disconnect the cup-impactor-adapter from the cup. After removing of the cup including the adapter, they changed the size to 60 and finished the surgery with another cup impactor. MFR ref#: 3005180920-2015-00052.